Manufacturer narrative:
The report of pump stoppage events was confirmed based on the submitted log file; however, a specific cause for the events could not be conclusively determined through this evaluation. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with two or more compromised wires in the patent's percutaneous lead (lead); however, a root cause for the events could not be determined through the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed and approximately 8 inches of the external portion/distal end of the lead was returned. Electrical continuity testing performed on the lead found that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, less than 1 inch from the metal/controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the red wire were exposed. The insulation breach of the red wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breached red wire could have interrupted function as a result of the exposed conductors contacting the braided shield and shorting to ground while the device was supported by the power module; however, the pump stoppage events appeared to occur while the patient was supported by 14 volt lithium-ion batteries, and the observed breach would not have solely caused the events. A specific cause for the pump stoppage events while on battery support could not be conclusively determined without a full evaluation of the patient's percutaneous lead. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years and 5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the a pump stop/red heart alarm occurred on (B)(6) 2016 that lasted about 30 seconds. Log files were submitted to the manufacturer's technical support representative for review and 2 pump stoppage events and 4 low speed advisories were recorded. These issues appeared to be occurring while on both power module and battery power. X-rays images revealed an area of concern near the distal bend relief. The patient was asymptomatic. On (B)(6) 2016, technical services performed an external percutaneous lead replacement. All testing passed after the repair. No additional information was provided.